Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 371-530 mg/dl. Customer administered manual insulin injection to address elevated blood glucose level. Customer resolved occlusion on own. Customer ultimately reverted to manual insulin therapy and pump is not in use.